Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 9 months ago. The aortic bifurcation is 34 mm in diameter and there is severe angulation of the left limb. It was determined that the contralateral limb was occluded and not the ipsilateral limb. It was reported that 2 months post implant, the patient had an mi and CPR was done. The left limb was occluded after the CPR (it is unknown which side the ipsilateral limb was on). The patient was scheduled for intervention with stents at a later date. No clinical sequelae were reported.

Manufacturer narrative:
Results: occlusion, severely angulated iliac artery, unknown cause of occlusion. Conclusion: severely angulated iliac artery, unknown cause of occlusion.